Manufacturer narrative:
H3: the revision reported was likely the result of a rotator cuff failure, as reported. However, the event cannot be confirmed and potential contributions from patient-related issues, soft tissue tensioning, and/or component positioning or sizing cannot be assessed as the devices were not available for evaluation, and no radiographs or sufficient clinical information were provided. The observed wear on the inferior aspect of the glenoid component was likely the result of repeat contact with the humeral bone. This follow-up report is being submitted to relay corrected information. The following sections were corrected: h6 component code.

Event description:
As reported, approximately 9 months and 22 days post the initial stemless anatomic total shoulder arthroplasty, the patient's rotator cuff failed and was revised to a reverse total shoulder arthroplasty. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 310-61-41 - stemless humeral head 41mm x 16mm x alpha. (B)(6) 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6) 300-62-01 - stemless humeral comp integrip, cage, size 1.